Manufacturer narrative:
Unit received with constant no motor movement or negligible movement. Retries to free a stuck motor failed. Alarm during rewind due to corroded motor assembly. Corroded electronic assembly noted during visual inspection. Unable to confirm an error in the motor was detected by reading unexpected value from hall sensor. Alarm due to constant no motor movement or negligible movement. Retries to free a stuck motor failed.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer was able to complete rewind. Insulin pump passed self test. The insulin pump will be returned for analysis.